Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional ECG electrodes) has been confirmed. As received, the electrode belt failed an ECG fall-off test. Upon investigation, the cable connecting the distribution node (dn) to rear therapy pad (te) was pulled from the strain relief, breaking the joint connecting the rear pulse wires. The cause for the failure was isolated to the pulled dn to rear te cable. The root cause for the damaged cable could not be positively identified but was likely excessive force. No adverse event resulted form the defective electrode belt.

Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the electrode belt ECG electrodes were non-functional.